Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the surgeon cored the left ventricle (lv) apex then sewed the regular sized apical sewing cuff onto the heart, in the "normal fashion" using exactly the same technique they employ with a large volume of heartmate3 (hm3) implants. The surgeon tied each suture and was careful to ensure that none of the sutures crossed over any part of the metal supports on the cuff. Additionally, they made sure that none of the knots came within touching distance of any metal on the cuff. The surgeon then slowly pulled out the hm3 purple locking mechanism until it clicked into place in the same fashion they employ with all hm3 implants. To control past bleeding between the cuff and pump at this center, it was noted that the surgeon always pulls out the purple lock himself. The staff do not touch the purple lock. The surgeon did not notice any abnormalities with the purple lock or the cuff at that time. The surgeon inserted the hm3 inflow cannula into the lv apex fully and pressed gently on the purple lock in the surgeon's usual method to lock the pump in place. The lock would not close, and they could not secure the pump into the lv apex. The yellow lines remained visible in every position the surgeon tried. The surgeon attempted several times in several positions to check the locking wings and could not get a connection between the pump and locking mechanism to work. The territory manager entered the room when the surgeon was struggling to lock the pump. The surgeon verbalized what was happening and they agreed that another pump should be tried. The new hm3 pump locked into place on the first try.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate 3 left ventricular assist system, serial number (B)(6), could not confirm the reported apical cuff engagement issue. A specific cause for this event could not be conclusively determined through this evaluation. (B)(6) was returned assembled with the pump cable intact. The modular cable was not returned. The sealed outflow graft and the outflow graft bend relief were not returned. The cuff lock had been disengaged prior to the pump¿s return for evaluation. The apical cuff was returned. Upon disassembly, the cuff lock appeared unremarkable. Additionally, dimensional analysis of the cuff lock, sealing ring, motor cap, and apical cuff found the components to be within manufacturing specification. The cuff lock assembly was reassembled, and engagement testing was performed using the returned apical cuff. The cuff lock was able to be engaged and disengaged to the apical cuff without issue. Review of the manufacturing documentation found no deviations from manufacturing or quality assurance specifications; the cuff lock passed all manufacturing and testing steps. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the lvad assembly device history records showed that the cuff lock installed on (B)(6) passed all inspection and testing steps. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D and the heartmate 3 patient handbook, rev. A are currently available. The IFU provides instructions on all surgical procedures, including preparing the ventricular apex site and inserting the pump in the ventricle. The IFU cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad. Section 5 of the IFU, "surgical procedures", states, if the slide lock mechanism on the heartmate 3 lvad fails to engage, do not make further attempts to engage until retracting the slide lock mechanism. Evidence of slide lock mechanism failing to engage will be either visual evidence of the yellow ¿wings¿ or a tactile feel of three ridges versus one. The slide lock will not engage the apical cuff unless initially fully retracted. Section 5, under ¿caution¿, states, if difficulty persists when engaging the slide lock mechanism, the lvad should be removed from the apical cuff to visualize what might be preventing the connection. This section also warns that the suture knots should not interfere with the connection, and if a sealing agent is used on or near the apical cuff, it should not interfere with the slide lock mechanism. Furthermore, section 5 of the IFU also states that ¿during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency.¿ no further information was provided. The manufacturer is closing the file on this event.